Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clogged while using bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the pharmacy staff helped the customer report that a needle bought by the customer in the pharmacy was blocked, and the customer hoped to solve the problem as soon as possible.

Manufacturer narrative:
H.6. Investigation summary: 1. Exec summary - 1 sample was received, which has been used. Under the microscope the non-patient end has severe bending. The exact operation can not be reproduced so the cause of the non-patient side damage can not be confirmed. - therefore the complaint could not be confirmed and the root cause could not be determined. - a review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on lot # 1126132. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batch 1126132 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that needle clogged while using bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the pharmacy staff helped the customer report that a needle bought by the customer in the pharmacy was blocked, and the customer hoped to solve the problem as soon as possible.